Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with bolus using the bolus wizard feature. The bolus was delivered and recorded properly. After testing it was concluded that the device operated within specifications.

Event description:
A follow up letter was sent to the customer regarding the previous call in which he indicated having unexplained high blood glucose. The customer stated that his blood glucose was high and he took too much insulin. Initially, the customer reported having high blood glucose of 578mg/dl, and he treated with manual injections. The customer stated that he experienced nausea due to other medications involved. Troubleshooting was performed at the time, and noted that the bolus wizard settings were incorrect. Advised the customer to contact his doctor regarding the proper settings. No further information was provided.